Manufacturer narrative:
The company rep examined the system and was unable to replicate the problem reported. The company rep cleaned and inspected the contacts on the communication cables. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined conclusively. (B)(4).

Event description:
A customer reported the system displayed a message code and locked during a procedure. The system had to be rebooted several times before completing the case. There was a delay of more than 15 minutes. There was no pt harm.